Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device read a high impedence and then the screen became black. The patient had already received an anesthetic when the case was rescheduled for 3 hours later when a sample generator could be used. There were no adverse consequences and no medical intervention reported.